Event description:
Following the implantation of essure, I have had several side effects/adverse reactions. Some of the side effects include, but are not limited to, joint pain/stiffness, muscle aches, fatigue, headaches, heavy menstrual cycles, painful cramps during ovulation as well as during menstrual cycle, bloating, hip pain and lower back pain. These symptoms began approximately 3 months after the essure coils were implanted and have been occurring on a daily basis ever since (approx 4 years). I have since learned that I have a nickel allergy. I was never informed about a possible reaction due to the nickel nor was I ever asked about having this allergy or tested for this allergy prior to having the essure coils implanted.